Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the six monthly service arctic sun device was failed when ran manual control cooling function. Only went from 37 degrees down to 27 degrees in 30 minutes. Target temperature was 4 degrees. They went through system diagnostics and chiller temperature ranged between 27-33 degrees. It needs to be under 10 degrees. In evaluation findings they confirmed that the arctic sun device was visually inspected and no issues were observed. Incoming system hours was 493, pump hours was 431. They confirmed the device was not cooling. Chiller temperature (t4) does not drop in value. The root cause of the not cooling was determined to be a failed chiller. The root cause of the alarm 41 (low internal flow) and zero flow reading was determined to be a failed flowmeter. The flowmeter plugged in backwards had no bearing on the reading. The decon tech noted the circulation pump unplugged and plugged it back in. The flowmeter connector was plugged in backwards on the I/o card. Alarm 41 during decon and assessment for low internal flow of 0 lpm. No service records were found related to the reported problem. Other observation were the screen is not responsive. Physical damage(dents) were observed on several locations on the screen. The brass metal tubing around compressor is freezing.

Event description:
It was reported that the during the six monthly service arctic sun device was failed when ran manual control cooling function. Only went from 37 degrees down to 27 degrees in 30 minutes. Target temperature was 4 degrees. They went through system diagnostics and chiller temperature ranged between 27-33 degrees. It needs to be under 10 degrees. In evaluation findings they confirmed that the arctic sun device was visually inspected and no issues were observed. Incoming system hours was 493, pump hours was 431. They confirmed the device was not cooling. Chiller temperature (t4) does not drop in value. The root cause of the not cooling was determined to be a failed chiller. The root cause of the alarm 41 (low internal flow) and zero flow reading was determined to be a failed flowmeter. The flowmeter plugged in backwards had no bearing on the reading. The decon tech noted the circulation pump unplugged and plugged it back in. The flowmeter connector was plugged in backwards on the I/o card. Alarm 41 during decon and assessment for low internal flow of 0 lpm. No service records were found related to the reported problem. Other observation were the screen is not responsive. Physical damage(dents) were observed on several locations on the screen. The brass metal tubing around compressor is freezing.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.